Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: medical device problem coded 2017 was coded for failure to follow steps / instructions.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), a restricted posterior leaflet, and low fossa ovalis height for a mitraclip procedure. It was noted that the clip delivery system (cds) was curved at 95 degrees. During pre-deployment of the xtw clip, the clip arm angle was 25 degrees, but opened to 60 degrees during establish final arm angle (efaa). The clip continuously opened going from a neutral knob position with the arm positioner. Troubleshooting, such as; unlock the lock lever, open the clip to 60 degrees, lock, set the arm positioner to neutral, turn the arm positioner to quarter close and open, close the clip to about 20 degrees and repeat efaa were performed, but the clip opened to 60 degrees. The cds was replaced and the procedure was completed without any issues. Although the replacement clip was implanted in the same position, the cds did not need to be curved to 90 degrees. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement (clip open ¿ efaa/establish final arm angle). The reported improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement associated with clip opening during efaa/establish final arm angle could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user deflecting the sleeve greater than 90 degrees. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.